Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: essure confirmation test(s) conducted: unknown. Concurrent conditions included fibroids, uterus enlarged, galactorrhea, hot flashes, menses irregular, libido decreased, night sweats, post coital bleeding, offensive vaginal discharge, vaginal dryness, vaginal irritation and vulvovaginal pain. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) of 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿extension of expected date of next report. On (B)(6) 2020: pfs received no new significant information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: essure confirmation test(s) conducted: unknown. Concurrent conditions included fibroids, uterus enlarged, galactorrhea, hot flashes, menses irregular, libido decreased, night sweats, post coital bleeding, offensive vaginal discharge, vaginal dryness, vaginal irritation and vulvovaginal pain. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved and the depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2020: pif received. Reporter information added. Event outcome for previously reported event vaginal discharge was updated to recovered. Event bladder infection, urinary tract infection, vaginal infection, added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted: unknown. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: events: abnormal bleeding (vaginal), depression, mental anguish, vaginal discharge, uterine fibroid added. Event onset date, reporter, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." Medical conditions: essure confirmation test(s) conducted: unknown. Concurrent conditions included fibroids, uterus enlarged, galactorrhea, hot flashes, menses irregular, libido decreased, night sweats, post coital bleeding, offensive vaginal discharge, vaginal dryness, vaginal irritation and vulvovaginal pain. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hyst. (Full), salping. Bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved and the depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: essure confirmation test(s) conducted: unknown. Concurrent conditions included fibroids, uterus enlarged, galactorrhea, hot flashes, menses irregular, libido decreased, night sweats, post coital bleeding, offensive vaginal discharge, vaginal dryness, vaginal irritation and vulvovaginal pain. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved and the depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: pif received. Reporter information added. Event outcome for previously reported event vaginal discharge was updated to recovered. Event bladder infection, urinary tract infection, vaginal infection, added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: essure confirmation test(s) conducted: unknown. Concurrent conditions included fibroids, uterus enlarged, galactorrhea, hot flashes, menses irregular, libido decreased, night sweats, post coital bleeding, offensive vaginal discharge, vaginal dryness, vaginal irritation and vaginal pain. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. Full, salping. Bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs and mr received. New event added: she did not undergo confirmation test. Concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted: unknown. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test: unknown. Patient received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury, bladder/urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.